Event description:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. Our field service engineer investigated the ventilator on site and solved the reported issue by replacing the air gas module. The replaced part was sent for further investigation. Simulated use testing of the returned air gas module failed the internal leakage test, pressure transducer test, safety valve test, o2 cell/sensor test, flow transducer test and the patient circuit test during the pre-use check. Technical alarm indicating power error and safety valve open alarmed together with paw high apnea, respiratory rate:low, peep low and safety valve test. It stopped ventilating directly after the ventilation was started. Further investigation showed that the reported failure was due to a short circuited transistor on a circuit board inside the returned gas module.